Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/31/2016. The fse adjusted the home position sensor for the probe wash cup cylinder which fixed the backwash errors. The repairs were verified per established service procedures. (B)(6).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered backwash not performed error messages.erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.